Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device does not display any error messages. Also, the infusion device does not vibrate or provide an acoustic alarm. No adverse event was reported. The infusion device cannot be returned for legal and customs issues.